Event description:
During subclavian dialysis catheter insertion, the guidewire unraveled and wire broke off. Wire was retrieved by m.d. Without apparent injury and no surgical intervention was necessary.